Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, once in 4 days, discontinued after 10 days) and amikacin injection (125mg, once daily, discontinued after 10 days) for peritonitis. At the time of this report, the patient remained hospitalized for better recovery of another indication however, the patient has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient remained hospitalized for "billing processes". Should additional relevant information become available, a supplemental report will be submitted.